Event description:
It was reported that during a lap sleeve gastrectomy procedure, on a blue firing on the approach to the angle of hiss (unknown what firing this occurred), the stapler pushed tissue out of the jaws of the stapler (toward distal tip of stapler). Mangled staples were present and tissue was not cut. Another stapler was opened and case was completed without issue. There were no patient consequences.

Manufacturer narrative:
(B)(4). Joint cover. Additional information was requested and the following was obtained: were any of the staples in the tissue? Yes, mangled. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown, but toward the end. Of the case which would have been the sometime after the 3rd firing. If echelon, during which stroke did the event occur? Unknown. What other color cartridges were used before and after this event? Before the event, green and then blue. There were no additional firings after the event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Based on my conversation with the surgeon, I believe that the device was not adequately 'swished' between firings. Device was swished but I believe that the distal tip of the stapler was more adequately swished than the head of the stapler. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.